Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) needs batteries. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The reported event was not a malfunction of the unit but instead an informational message. As a result, no emdr is necessary. Please cancel in your database.

Event description:
N/a